Event description:
It was reported that the patient experienced cycling issues with an unspecified penile prosthesis. During the post implant training, after three pumps the device stopped working leaving the patient unable to use it. The patient was rescheduled for the next week for another appointment. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device the patient was experiencing cycling issues with was an inflatable penile prosthesis (ipp). It was unknown when the next appointment was expected to take place. No more information available at the moment. Should additional information become available, it will be provided.